Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening.

Manufacturer narrative:
Updates after additional information received.

Event description:
Allegedly the patient was revised due to aseptic loosening. Additional information received: the patient experienced severe and debilitating pain and discomfort and inflammation in her left thigh and left hip area, severe infection from his hip caused by metallosis and loosening.